Event description:
It was reported that the pt's incision was wide open after the doctor removed the stitches over the neurostimulator device following a replacement. The pt went to the emergency room because their doctor was not available to respond to the situation. Additional info has been requested.

Manufacturer narrative:
(B)(4).